Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with insulin delivery. The customer states that insulin will not come out. The customer states they had an issues with the set and reservoir, and not being able to manually prime the insulin out of them during a set change. The customer states they were able to use the plunger to get the insulin through. The customer's blood glucose level was unknown. The customer was advised to return set and reservoir for analysis, and that replacements would be sent out.